Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008T Hemodialysis machine was displaying the message ¿Failed sending data to Actuator Board¿. The biomed said the machine was recently repaired after the motherboard had ¿fried¿ the UI/MICS board. The biomed said they have since replaced the actuator-test board, the functional board, the UI/MICS board, the sensor board, and the motherboard. After having to replace the entire circuit, the biomed was wondering what next steps to take. The biomed was advised to return all replacement parts to the original machine due to the age of the machine that those parts came from. The only items replaced since the original issue are now the motherboard and the UI/MICS board. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A USER FACILITY BIOMEDICAL TECHNICIAN (BIOMED) REPORTED TO TECHNICAL SUPPORT THAT A 2008T HEMODIALYSIS MACHINE WAS DISPLAYING THE MESSAGE ¿FAILED SENDING DATA TO ACTUATOR BOARD¿. THE BIOMED SAID THE MACHINE WAS RECENTLY REPAIRED AFTER THE MOTHERBOARD HAD ¿FRIED¿ THE UI/MICS BOARD. THE BIOMED SAID THEY HAVE SINCE REPLACED THE ACTUATOR-TEST BOARD, THE FUNCTIONAL BOARD, THE UI/MICS BOARD, THE SENSOR BOARD, AND THE MOTHERBOARD. AFTER HAVING TO REPLACE THE ENTIRE CIRCUIT, THE BIOMED WAS WONDERING WHAT NEXT STEPS TO TAKE. THE BIOMED WAS ADVISED TO RETURN ALL REPLACEMENT PARTS TO THE ORIGINAL MACHINE DUE TO THE AGE OF THE MACHINE THAT THOSE PARTS CAME FROM. THE ONLY ITEMS REPLACED SINCE THE ORIGINAL ISSUE ARE NOW THE MOTHERBOARD AND THE UI/MICS BOARD. MULTIPLE ATTEMPTS WERE MADE TO OBTAIN ADDITIONAL INFORMATION, AND THUS FAR NO FURTHER DETAILS HAVE BEEN PROVIDED.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.